Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) coronary artery with heavy calcification, mild tortuosity and 80% stenosis. The 2.8x19 mm graftmaster covered stent failed to cross the lesion due to the heavy calcification and the stent was found to have a flared strut. A new 2.8x19 mm graftmaster covered stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.